Manufacturer narrative:
Additional information (25-jan-2023): siemens healthcare diagnostics concluded the investigation of the event. Siemens confirmed imprecision for quality control (qc) and patient samples with dimension tacrolimus (tac) lots ga2286, ga3047 and ga3171. Urgent medical device correction (umdc) dc-23-03.a.us dated 30-jan-2023 was sent to all united states (us) customers who had been shipped the impacted lots. Urgent field safety notice (ufsn) dc-23-03.a.ous dated january 2023 was sent to outside the us (ous) customers who had been shipped the impacted lots. Customers were advised to discontinue use and discard the dimension tacrolimus lots ga2286, ga3047 and ga3171. Root cause investigation is in progress and corrective action updates will be provided in monthly status update reports to the FDA as per 21 cfr part 806.10. Corrections: based upon investigation conclusion of event attributable to assay rather than instrument, corrections are entered in sections d2, d4, g1, g4, h3, h8. Section h6 has been updated to reflect siemens' investigation. Initial MDR 2517506-2022-00260 was filed 22-sep-2022.

Event description:
Three (3) discordant falsely elevated patient sample tacrolimus (tac) results were obtained on a dimension® xpand® plus with hm system. The results were not reported to the physician. The sample was reprocessed on an alternate non-siemens instrument. A lower result was obtained, considered correct, and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tac results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) concerning three (3) falsely elevated tacrolimus patient sample results obtained on a dimension xpand plus with hm system. Siemens is investigating the event.